Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient's weight.

Event description:
It was reported that the patient underwent an MRI procedure. The device was not taken out of MRI mode after that. Ipg was deemed inoperable. As a result, surgical intervention may take place to address the issue.